Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On 07/06/2022, a distributor of infutronix reported a complaint on behalf of an end user: the tubing was "disconnected from the long end of his port." "Patient said he did get the chemotherapy on his body and on his bottom sheet of his bed." The disconnect occurred during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00104.

Manufacturer narrative:
On 08/01/2022, infutronix received additional information from the customer stating that "the tubing was not broken." "The tubing and chemo clave became dislodged/disconnected." The chemo clave is not an infutronix product. The affected administration set was not returned for evaluation. The root cause could not be established.